Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an issue with the suspend feature of the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/14/2015 with the following findings: the pump history verifieed that the pump was suspended. The pump's black box showed code 161 warnings for a suspended bolus delivery attempt. The pump was exercised for 24 hours without suspending or any alarms occurring. The pump was manually suspended and gave the appropriate audio and visual suspend alert. A bolus was attempted while the pump was suspended and the pump displayed the appropriate ¿no delivery pump is suspended¿ warning. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.